Event description:
It was reported that the patient underwent lead and generator replacement surgery. Following the surgery the explanted generator and lead were discarded. Therefore product analysis will not be completed.

Event description:
It was reported that the patient¿s generator registered high lead impedance. The patient¿s seizure control was stated to be possibly worse than baseline. It was not stated if this baseline level was pre-vns or with the current regimen. The patient was referred for replacement surgery. No surgical intervention has occurred to date.